Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that before use of the bd luer-lok syringe there was foreign matter and print issues with the product. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd luer-lok¿ syringe there was foreign matter and print issues with the product. There was no report of exposure, injury, or medical intervention.